Event description:
Information was received that a smiths medical cadd legacy, mdl 6400 was not delivering medication. Patient switched to her back up pump to continue infusion. No patient adverse events resulted.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "pump not delivering med". Visual inspection found the pump to be in fair condition with discoloration. Inspection of the pump's event log revealed no evidence of reported problem. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/- 6%. The customer's reported problem was not verified. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.